Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 600-700 mg/dl. Cause of elevated bg was unknown. Customer alleged that the pump is not giving any insulin, however upon review it was found that the pump was working as intended and the customer declined further troubleshooting with tandem technical support. Customer delivered a bolus via the pump to address bg. Bg was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.